Event description:
It was reported that the black tip cover of the fenestrated bipolar forceps instrument cracked and nothing fell into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering did not find any cracks on the instrument, however, engineering observed that one side of the distal end of main tube has a 1.400" long section with material removed. The damaged area is located near the intersection with the proximal clevis, parallel to tube axis and has a rough surface finish. The damage could be what the customer referred to as the "cracked" black tip cover. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. Deep scratches with material removed were also noticed around the same area. The wear pattern of the deep scratches suggests that the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care, avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.